Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report.

Event description:
The device did not boot up and failed the self test.

Manufacturer narrative:
Investigation result: the pressure sensor assembly was identified as a defective component. No device logs were provided with this complaint. The pressure sensor assembly was exchanged. No confirmation that the problem has been resolved, and no other information given. This case is considered as closed.